Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer runs slow and the screen contact is poor. It was also reported the programmer is slow to boot up and stylus not responding to screen. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the programmer took over 53 seconds to boot; the programmer was slow to react. Analysis also found the stylus tip was broken off and was not reacting correctly; screen contact was poor but able to select using the broken stylus.